Event description:
It was reported that pump housing surrounding usb port was damaged, which affected ability to charge and left pump no longer watertight, though caller was unsure how damage occurred and described it as normal wear and tear. There was no adverse impact to the customer¿s blood glucose level. Customer continued using current pump while technical support arranged a warranty replacement, confirmed shipping details, instructed customer to place damaged pump in storage mode and return it within 10 days using a pre-paid label, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement pump, which customer understood and acknowledged.